Event description:
Caller reported a malfunction on pump. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted caller with resetting pump, after which the malfunction code did not recur. Cts advised caller to continue using pump and to call back if any malfunction code recurred.